Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Twenty (20) samples and one (1) photo were received from the customer for investigation. Visual inspection of the returned samples confirmed that the samples had epoxy dripover on the needles / needle hubs. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster.

Event description:
It was reported that an unspecified number of needle 18x1-1/2 rb ns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 303005 batch no. 8253943 and 8333816. On 24apr2019, general manufacturing identified foreign material non fluid path on assembled needle 18ga x 1.5' (item #a3501815). This issue involves a single batch of material, lot # 0061670024.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8253943, medical device expiration date: n/a, device manufacture date: 2018-09-10. Medical device lot #: 8333816, medical device expiration date: n/a, device manufacture date: 2018-11-29.

Event description:
It was reported that an unspecified number of needle 18x1-1/2 rb ns experienced foreign matter contamination. The following information was provided by the initial reporter: material no. 303005, batch no. 8253943 and 8333816. On 24apr2019, general manufacturing identified foreign material non fluid path on assembled needle 18ga x 1.5' (item #(B)(4)). This issue involves a single batch of material, lot # 0061670024.